Event description:
A report received from the clinical study in columbia indicated that a patient experienced restenosis eight months after implantation of three cypher stents; one in the mid left anterior descending coronary artery (lad) and two in the right coronary artery (rca). According the report, the cypher stent implanted in the lad which restenosed was implanted to treat a diffuse in-stent restenosis of a bx velocity bare metal stent. No information regarding the bare metal was provided, and there was no information regarding index procedure or the vessel and lesion characteristics.

Manufacturer narrative:
The patient was readmitted with angina 8 months post, a percutaneous coronary intervention that treated restenosis of three bare metal stents. Coronary angiography revealed instent restenosis of two cypher stents. The male, with a history of previous pci/stenting, htn, hyperlipidemia, and family history of cad, was initially admitted with unstable angina. Coronary angiography revealed instent restenosis of one velocity and two sonic bare metal stents (bms), which were implanted in 2004. A 3.0x28mm cypher select was deployed in a type b2, 80% instent restenosis in the mid lad. The rvd was 3.0 and the lesion length was 20mm. Pre-dilation and post dilation were not performed. A 3.5x33mm cypher select was deployed in a type c, 80% instent restenosis in the proximal rca. The rvd was 3.5 and the lesion length was 28mm. Pre-dilation and post dilation were not performed. A 3.0x33mm cypher select was deployed in a type c, 80% instent restenosis in the mid rca. The rvd was 3.0 and the lesion length was 28mm. Pre-dilation and post dilation were not performed. One month later, the patient was admitted with angina. Stress echo was negative. Six months later, the patient had angina. Eight months later, the patient was admitted with angina and coronary angiography revealed focal restenosis in the mid lad and a focal stenosis in the mid rca. The patient was treated with a cutting balloon. The products remain implanted in the patient thus not available for evaluation. Device history record reviews were performed for the two affected lots and the cypher stents and indicated that the products met quality requirements for product acceptance. A device history record review was not conducted for the bear metal bx velocity and bx sonic stents as the lot numbers for the products were not provided. According to the acc lesion classification system, the lad lesion was moderate risk and the rca lesion was high risk. Both stents were also used to treat restenosis of bms. Restenosis is a known potential adverse event associated with coronary stenting. In this case. Lesion characteristics, patient medical history and procedural factors could have contributed to the reported events. This product is distributed outside of the united states. However, it is similar to the united states distributed product. This is one of five products involved in the same patient reported under manufacturing numbers 9616099-2007-01977, 9616099-2007-01979, 9616099-2007-02151 and 9616099-2007-02152.